Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. No product was returned or pictures provided. Visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies, during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found, which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the aseptic battery housing opened during surgery. This event is related to a malfunction that could potentially lead to a sterility issue. However, no patient harm or further outcome was reported so far. Due diligence is in progress for this complaint; to date no additional information or product has been received.